Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the of procedure.

Event description:
It was reported that the patients implantable pulse generator (ipg) had reached end of life and four high impedances were noted at the patient spinal cord stimulator (scs) paddle lead. The patient underwent a procedure wherein the ipg and paddle leads were replaced. The patient was doing well postoperatively and the explanted devices were retained by the medical facility and will not be returned.